Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has alarmed failed battery test. The customer's blood glucose level was unknown at the time of the incident. The customer had made several call previously regarding this issue but problem persist. Customer calling for replacement insulin pump. The customer was told to clean the battery but mentioned the insulin pump still was not working. The insulin pump will not return for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery test anomalies noted. Pump received with minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.